Manufacturer narrative:
The product was not returned for evaluation. Without the return of the device, the root cause of the problem cannot be determined. The product lot number was not provided, therefore, the manufacturing records could not be reviewed. This report is associated with MFR report number: 3005168196-2018-02163.

Event description:
The patient was undergoing a coil embolization procedure using ruby coils and a lantern delivery microcatheter (lantern). During the procedure, the physician felt resistance while advancing the first coil of the procedure, a ruby coil, and consequently, the ruby coil began to unravel. Therefore, the lantern was removed with the ruby coil inside. The physician did not place any coils during this procedure. There was no report of an adverse effect to the patient. No further details are available.